Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Initial visual inspection of the instrument noted no abnormalities. Visual inspection of internal components of an instrument revealed sheared teeth on the firing rack at site of initial firing post clamp . The remaining instrument revealed sheared teeth on the second cycle. Functionally, the instruments were loaded with an articulating vascular/medium reload. During testing of an instrument, the instrument clamped, yet would not cycle due to the sheared teeth on the firing rack at site of initial firing post clamp. The other instrument, clamped and cycled but a skip was noted in the second cycle. An access hole was cut into the instruments bodies for visualization of the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal pancreaticoduodenectomy, the surgeon started firing handle with reload, however could not fire the device. They tried to squeeze the handle by force, however a strange sound was heard. The firing stopped at the site of one third of the staple line. They pulled the black return knob and opened the jaws. Then they replaced by new reload, and started firing the device. The firing was completed in spite of a strange sound was heard again. Due to a strange sound of the previous handle, it was replaced with a new one and connected to new reload, and the firing was completed with no problem. There was no patient injury.